Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi and 522, 593, 422 and 193 mg/dl. Customer also stated results from truemetrix meter are 200 - 300 points higher when compared to another device; the actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 150 - 315 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer did not have any test strips left and had thrown out the container but stated that they were within date and opened less than four months ago. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6).